Manufacturer narrative:
The device was returned and evaluated by cardinal health. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification confirmed that the source of the leak was a micro tear in the balloon at the balloon's proximal neck. The review of the lot history record (f1605001) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release and shipment. Based on the information provided and the shape and location of the tear, the root cause of the tear could not be conclusively determined, but may be related to a manufacturing issue. As the tear was suspected to be an in-process issue, further investigation will be performed to determine the root cause of the issue. Incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
During the deployment of the mynx ace device, it was noted that the balloon would not maintain pressure. The device was being used for right femoral arterial closure following a diagnostic procedure. The device was prepped correctly as per the instructions for use (IFU). The black marker on the inflation indicator was fully exposed during prep. The physician used a combination of contrast and saline to prep the device because the physician wanted to visualize the balloon in the arteriotomy. The physician inflated and deflated the balloon 7 times during the preparation. Resistance was not felt while inserting the device. Upon inflation of the balloon after connecting the device to the introducer sheath, it was noted that the balloon would not maintain its pressure. The device was removed; however, the mynx ace sheath was left in as per hospital protocol and the patient was transported to the recovery. The sheath was removed in recovery and manual pressure was held for 20 minutes to achieve hemostasis. After the device was removed from the patient, the balloon was inflated and a puncture was observed. The saline and contrast leaked from the balloon. The patient was described as fine and hospitalization was not prolonged as a result of the event. Additional information was requested but was unknown.